Manufacturer narrative:
The returned device was evaluated which included visual and functional testing. During this testing the unit was powered on and the lcd screen was scrambled. A restart of the unit was initiated and the lcd was fully functional following the restart.

Event description:
It was reported that there were lines on the display. It is unknown if the display problem affected the ability to ready the values or error messages. There were no consequences or impact to any patient.